Event description:
Insulation damage at connector reportedly occurred during routine battery replacement procedure. One (1) person involved in this event. The cause of this event has not been determined and may have been associated with routine pulse generator replacement. The MFR does not have possesion of the lead. Without a subsequent analysis of the subject lead, the MFR is unable to fully evaluate the reported event. Upon receipt of any further info the MFR will respond accordingly. All records show the lead functioned properly at final inspection on 10/9/90. The length of lead implant is approx 5 yrs, 7 months, and 15 days. On 1/31/97, the MFR received add'l info from the pt's attorney that the above referenced lead was replaced on 7/31/96, during a routine battery replacement. The lead insulation reportedly separated from the conductor coil when the lead connector was pulled out of the pacemaker header. Insulation failure is referenced in the device's labeling as a potential complication associated with lead implantation.